Event description:
It was reported that a progav shuntsystem (part # fv440-t) was unpacked for use. According to the complainant, after unpacking, the initial pressure was not five (5) and the pressure was not fixed. Reportedly, each time the pressure was measured, a new value was encountered. Additionally, the pressure was not able to be adjusted. The complainant device was returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee in september 2017. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization as well as sterilized by miethke. The progav® as a normal pressure range of 0 to 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10, 15 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed as meeting specifications. Visual inspection: the following observations were made during the visual inspection: significant deformations of the outer housing; sterilization packaging is damaged. Adjustability test: the progav® was found to be adjustable not possible because of the brake function was not given. Braking force and brake function test: the brake function of the progav® did not operate as expected. Due to the non-functionality of the brake function the braking force of the progav® is unable to be measured. Results: based on our investigation results, we can identify a dysfunction of the valve brake and a deformation of the outer housing. We assume that the observed significant deformation is responsible for the functional impairment of the brake. Excessive pressure on the adjustment pin can impair the integrity of the valve. We would like to remind users to refer the provided information on the product as well as in the IFU .